Event description:
Incident as reported: "lap bowel procedures - 3 surgeons have experienced issues with these graspers over the last couple of months. They feel the latis mesh pads are very traumatic and causing a lot of damage. All 3 now refuse to use this product. This account recently purchased 4 new handles." Type of intervention: 2 surgeons have split the bowel and another surgeon has caused multiple bruises to the bowel.

Manufacturer narrative:
No product is being returned for eval and no lot # has been provided to the MFR for review. Engineering assessment of the incident will be conducted and a f/u report will be sent within 30 days or upon completion of the eval. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.